Manufacturer narrative:
Plant investigation: a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the clinic manager clarified that the blood leak occurred immediately upon initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen at the dialysate outflow. Blood tests strips were not used. The machine was a fresenius 2008t machine that did alarm appropriately. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no reported patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on another machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow up, the clinic manager clarified that the blood leak occurred immediately upon initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen at the dialysate outflow. Blood tests strips were not used. The machine was a fresenius 2008t machine that did alarm appropriately. Fresenius bloodlines were being used. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no reported patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on another machine. The device is available to be returned to the manufacturer for evaluation.